Event description:
Reporter had a cervical neck surgery in 2013 to try to fuse the bone which was not successful. Reporter said they had another surgery in 2015 and this time the surgeon implanted dtrax to stabilize the faucet joint. The patient stated ever since she had that implant she is suffering from excruciating pain, pinched nerve on the right side of her shoulder and all the way down to her finger tips, gripping difficulty, unable to hold things, nor pick up things with her fingers, tingling sensations on her hands and toes. Reporter also wanted to know if the device had been recalled.